Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the evaluation result and investigation result, it is possible that an electrical discharge might have occurred in one of these following situations. This caused the cutting wire to become hot instantly. As a result, the cutting wire broke. A) high frequency current was conducted between the cutting wire and the tissue at the point of contact, or high frequency current was conducted when they were being close to each other. B) hight frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact, or high frequency current was conducted when they are being close to each other. During energization, accidental discharge might have occurred at two points in the cutting wire at the same time. This might have caused the cutting wire to detach. However, the provided picture alone could not determine how the detachment of the cutting wire occurred, and the origin of detachment of the cutting wire could not be determined. The event can be prevented by following the instructions for use which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor(ocsm). In the evaluation of the distributor the following was confirmed, - the probe was removed. In the evaluation of ocsm the following was confirmed, - the lot number is 15k. - there was stain adhesion at the distal end. - the knife wire was fused near the distal end of the coating, and the fracture was scorched black. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the knife wire fell off into the patient's body and it's retrieved during a therapeutic procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.